Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her one touch verioiq meter dread inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 11:00am she obtained a result of "148mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "1000mg/dl" obtained on an onetouch ultra meter, performed within 20 minutes of each other. The patient does not take any medication to manage her diabetes. The patient reported that 20 minutes after the alleged inaccuracy she developed symptoms of "dizzy and sweating" and that she self-treated by consuming "sugar and buttered bread". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used, however the cca noted that the patient had not followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.